Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 with a high blood glucose level of 390 mg/dl. It was unknown what may have caused the high blood glucose levels. The customer's husband was assisted with troubleshooting and resetting the basal rates in the device. The customer did not return the device back for analysis.